Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated since scope connector had poor contact. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before and during the gastroscopy or colonoscopy, scope communication error b30 occurred. The universal socket had been changed, but this had not improved the situation. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc judged that the reported phenomenon was caused by the user's handling or deterioration. It was presumed that the user put a load on the connector part then the connector part was damaged and the connection became poor which caused b30 error. It was also considered that because it has been more than 9 years since the delivery, the connector part deteriorated due to repeated use for a long time, and the connection became unstable, and the b30 error was displayed.